Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing an abrupt rise in pacing thresholds. Also, pacing impedance has decreased to low, within range values. The physician was not sure if the observed values were related to a physiologic or a lead condition. The rv lead has been surgically abandoned at this time. No additional adverse patient effects were reported.